Event description:
It was reported that the patient experienced high blood glucose levels 399 mg/dl on (B)(6) 2026 due bent cannula in use for 24 hours and was treated with manual injections.

Manufacturer narrative:
Customer entity: (B)(6) based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.